Event description:
Caller reported that occlusion alarms occurred. The customer's blood glucose level was 450 mg/dl. The customer resolved the issue by changing the site and reloading the existing cartridge.